Event description:
It was reported that during a hernia repair procedure, the tip would not open. Unknown how the procedure was completed. No patient consequence reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.